Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose reached 450 mg/dl with moderate to high ketones. Customer continued to use the pump for insulin therapy.